Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted due to stress urinary incontinence and urethral hypermobility. It was reported that after implantation patient experienced pain, infection, dyspareunia and urinary problems. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to cystoscopy. It was reported that the patient fell down a flight of stairs ((B)(6) 2000), injuring l4-5, s1 and s2, and afterwards developed increasing stress incontinence.

Manufacturer narrative:
It has been reported that following insertion the patient experienced urinary frequency, vaginal discharge, muscle spasm and urinary tract infection. (B)(4).

Event description:
Details: it has been reported that following insertion the patient experienced urinary frequency, vaginal discharge, muscle spasm and urinary tract infection.